Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and a large pericardial effusion. Possible lead displacement was reported. The implantable pulse generator (ipg) was also reported to be pacing below the lower rate. The ipg and leads remain in use. No further patient complications have been reported as a result of this event.